Event description:
Complainant alleged that during a routine shift check by a clinician, the device's pacer current was out of range. When set at 70-90 milliamps, the pacer output was approximately 200 milliamps. Complainant indicated that there was no pt involvement in the reported malfunction.